Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Reportedly, a 7.0x150mm absolute pro self-expanding stent system was half-deployed; however, the shaft was opened for a heparin wash and the patient was sent for medical management. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspection was performed on the returned device. The premature deployment was confirmed. It is likely that during removal of the stylet, the tip was inadvertently pulled causing the stent to slightly pull out and partially deploy. The investigation determined the difficulties were likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Although it was reported that the device was not used in the patient, the returned device analysis found blood in the guide wire lumen and on the sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent was not implanted. It was initially reported that the device would be returned for analysis; however, the device was not returned. The device was not returned for analysis. In this case, it may be possible that during removal of the stylet, the tip was inadvertently pulled such that the stent slightly pulled out; however, this could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported premature deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, the following additional information was received: the device was a 7.0x80mm absolute pro, not a 7.0x150mm as initially reported. The self-expanding stent deployed during preparation; therefore, the device was not used in the patient. There was no clinically significant delay in the procedure. No additional information was provided.